Event description:
It was reported that a lead integrity alert was triggered on the right ventricular (rv) lead due to noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), beginning (B)(6) 2014 ventricular sensing integrity counts up to 66; ventricular tachycardia- non-sustained episodes with evidence of lead noise oversensing. On (B)(4) 2015 the right ventricular lead integrity warning occurred for the sensing integrity counter and two or more high rate non-sustained tachycardia episodes.